Manufacturer narrative:
Alarm 30 was verified. Low bg issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. A glucagon injection was administered to address low bg. Paramedics were called, customer subsequently lost consciousness due to low bg. Customers bg reading was undetectable by paramedics and customer was taken to the hospital and admitted to the intensive care unit (ICU) customer was treated with intravenous fluids of saline. Multiple follow-up attempts were made by tandem technical support to obtain hospital release date; however, the customer did not respond. No additional information was known or reported. Reportedly, customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.